Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 425 cc mentor smooth round spectrum prosthesis and experienced postoperative right-sided deflation. The patient woke up in the morning of (B)(6) 2020 and noticed the deflation. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed by her physician. As a result, the patient underwent bilateral removal and replacement with a 425 cc mentor memorygel breast implant (right catalog #: 3504251bc, right serial #: (B)(4)) and a 400 cc mentor memorygel breast implant (left catalog #: 3504001bc, left serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 25-jun-2020, the suspected medical device was returned for evaluation. On 3-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. After thorough analysis, the mentor failure analysis lab was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).